Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history showed a manual time/date change on (B)(6) 2012 from 18:38 to 06:39. A review of the total daily dose history indicated that the pump was delivering accurately up to the reported event date. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the patient contacted animas and alleged that she experienced a blood glucose (bg) of 51 mg/dl and was shaky and sweaty. The patient stated that she self-treated with food and there was no reported medical intervention. Troubleshooting indicated that the time and date reset with battery changes, and the patient had incorrectly set the am and pm when verifying the time, and was therefore receiving her daytime basal rate at night. Use error was determined to be a contributor to the reported bg excursion. This complaint is being reported due to the patient's alleged hypoglycemic event after incorrectly setting the time on the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.